Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation for the event of the image is not displayed, it is likely the following led to the malfunction: failure of the printed circuit board (dx board). Based on the results of the investigation for the event of the additional findings, the most probable cause of the complaint is cause traced to component failure. Also, based on the results of the investigation for the dust and foreign object adheres to inside of the video connector receptacle, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the image is not displayed, failure of the printed circuit board (dx board), error of number of rotation of the fan occurred, failure of the control (cpu) board, and liquid, dust and foreign object adheres to inside of the video connector receptacle. There was no patient involvement.